Manufacturer narrative:
Insulin pump received with half broken off reservoir tube lip noted. Unable to perform displacement test due to reservoir tube damage. Missing reservoir tube o-ring, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and bleeding lcd glass.

Event description:
Customer reported via phone call that the rubber seal on the device was loose. Customer's blood glucose was 85 mg/dl. There was a chip on the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.